Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation in clinic today, it was noted that the patient has had 3 mode switches in the last 3 months for noise on the atrial lead that appears to be myopotential. The patient has reported no symptoms associated with this issue, no changes to programming were made and he will continue to be followed in clinic as scheduled.